Event description:
It was reported that the device was used during a gastrectomy. The surgeon could not fire the device to break the breakaway washer. After firing the device, the surgeon excised the tissue so that the device could be removed from the bowel. Another device was used to complete the case. There were no other consequences to the pt.